Manufacturer narrative:
The investigation analysis on the returned sensor (B)(6) was inconclusive due to a large amount of hydrogel missing over the optics of the sensor. The hydrogel damage is likely to have occurred during the removal procedure. The sensor in vivo data suggests that its performance deviation was due to oxidation of the chemical component of the sensor. The system correctly disabled the sensor due to performance deviation, and the system's self-test functions were working normally. As part of resolution, an RMA was issued for sensor replacement.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 5, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.